Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-61: storage outside specifications. Meter UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 60, 52 and 67 mg/dl fasting and 60, 38, 46, 56, 44, 66 and 48 mg/dl non-fasting. The customer¿s expected fasting blood glucose test result range is 119 ¿ 145 mg/dl; customer does not know his expected non-fasting range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 69 mg/dl using meter (customer stated he had a coffee and a waffle an hour ago). The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/13/2020 and open vial date is 08/06/2019. The meter memory was reviewed for previous test result history: (B)(6).